Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation results and because the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had an error b30 and the leak test tube of the pre-wash machine filled with water. The issue occurred at service / maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.